Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they have an appointment with the healthcare provider (hcp) on (B)(6) 2021. The patient said since it's a new unit, she is not familiar with it and how to change settings. The patient does not feel the stimulation often and has to turn it up high which made the patient wonder if it was functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had a rough night. Patient said their symptoms returned and they were having a lot of pressure and kept waking up. Patient said they were questioning if they had a uti. Patient said they have not been drinking enough water and have been trying to drink more fluid. Patient said switched from program 1 to program 2. Patient increased stim on programs 2,3 and 4 to over 4 and patient was not able to feel stim. Asked patient if they have had any falls trauma or change in activity. Patient said they had back issues this summer and went to the chiropractor 5-6 times but haven't fallen or anything. Reviewed patient can try other programs but should have device checked. The patient was redirected to their healthcare provider to further address the issue.